Event description:
Pt deceased, distributor contacted for further info. The niece has returned the used tubing. When we receive further info regarding this incident, we will provide you with an updated report. For confidential info regarding the end user.

Manufacturer narrative:
(B) (4). The involve device was returned for evaluation. The retained sample were visually inspected and no anomalies were observed. Furthermore, a flow test and a test for leakage were performed. The used device were found to be within specifications.